Manufacturer narrative:
D4, h4: upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown. Device eval by manufacturer: returned product consisted of a jetstream atherectomy catheter (lot number was not provided or available on the returned device). Visual and microscopic evaluation of the catheter revealed kinks between 15-20 cm from the tip and cracking and break in the outer shaft at 1.5 cm from the tip. The device was connected to the console per the instructions for use (IFU), functional analysis of the device was completed with no errors.

Event description:
Reportable on analysis completed 31may2024. The device was returned without a complaint or allegation. However, device analysis revealed the outer shaft was broken.